Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reported she was trying to change her reservoir and she is stuck in the rewind process. Customer was trying to deliver a correction bolus. Her blood glucose was 369 mg/dl. She was walked through the prime and rewind process. In troubleshooting, insulin did not exit during a fixed prime. Customer was able to push insulin through with a plunger. She reconnected the reservoir and insulin exited during a manual prime. Customer was able to deliver the correction bolus. She was advised the issue was caused by an infusion set or reservoir occlusion. Nothing further reported.